Event description:
It was reported that a patient presented with premature battery depletion noted on the device and insulation damage noted on the right atrial and ventricular leads. The insulation damage was noted during the revision process upon opening the device pocket. The patient presented with symptoms of arrythmia, fatigue, discomfort and shortness of breath. The leads were capped and the device was explanted and replaced on (B)(6) 2025. No further adverse patient consequences were reported.

Event description:
It was reported that a patient presented with premature battery depletion noted on the device and insulation damage noted on the right atrial and ventricular leads. The insulation damage was noted during the revision process upon opening the device pocket. Premature battery depletion was alleged on the device and the device was unable to be interrogated. The patient presented with symptoms of arrythmia, fatigue, discomfort and shortness of breath. The leads were capped and the device was explanted and replaced on (B)(6) 2025. No further adverse patient consequences were reported.